Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a discoid resection of a nodule in the rectosigmoid area using a circular stapler, the surgeon inserted the stapler with the anvil installed and closed, then opened and closed it again to take tissue. The anvil was not seen in the correct position, and when the surgeon opened the device again, the anvil fell down and stapling could not be completed. The procedure was extended by 15 minutes. The device was replaced to resolve the issue. There was no patient injury.